Manufacturer narrative:
Batch review performed on (B)(6)2024 lot 2013142: 69 items manufactured and released on 02-sept-2021. Expiration date: 2026-07-29. No anomalies found related to the problem. To date, all items of the same lot have been sold with no similar reported event during the period of review. Clinical evaluation performed by medical affairs director about 2.5 years after primary cemented tka, the tibia baseplate is mobilized and the patient is revised to a constrained device. The quality of the images supplied is very low, but we can see bone damages in the tibial metaphysis around the keel of the implant. The origin of this damage cannot be determined with the information at hand. Cement is only visible at the tip of the central peg. Probably the revision surgeon deemed that the bone quality, in spite of the relatively young age of the patient was not good enough to support a condylar device and he opted for a hinged knee with intramedullary stems, in order to take away the burden of the joint stability from the natural articulation. We see no reason to suspect that a defective device is at the origin of this adverse event.

Event description:
The patient came in reporting pain. Revision surgery due to tibial implant loosening at 2 years and 8 months from the primary. All primary implants were removed and hinge-system successfully implanted.